Event description:
A-line had been leaking for about 24 hours. Rn changed dressing and decided to change entire a-line set up, in the process the catheter became disconnected from the hub and remained in leg.